Event description:
It was reported that they were able to aspirate the reservoir but unable to fill it. Patient and device information were not available at the time of this report. Additional information has been requested but was not available at the time of this report.